Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on 03/02/2016 with the following findings: a review of the black box showed a temporary basal beginning on (B)(6) 2016 at 03:19 until 05:16. The last basal delivery and the last bolus delivery were on (B)(6) 2016. The pump was manually suspended on (B)(6) 2016 at 11:36 and manually resumed at 12:54. The pump was again manually suspend on (B)(6) 2016 14:49 and manually resumed at 15:46. The pump was exercised for 24hrs with a 2.0u/hr basal rate and at the end of testing the basal history correctly showed 2.0u and total daily dose showed 48.0u. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the investigation. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) less than 40 mg/dl with unsteadiness when standing and walking and shakiness and being pale associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly had oral carbohydrates to increase their bg. During troubleshooting with customer technical support (cts), it was revealed that basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.